Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate profile 150cc, catalog number 3501615, serial number (B)(4), lot number 5901569. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor breast implant of unknown type on the left breast implant and with saline mentor smooth round moderate profile 150cc on the right breast implant and experienced deflation on the right breast implant and bilateral ptosis. The right breast implant would be reported separately. As a result, the patient had undergone removal and replacement with sientra company breast implants catalog number 20610-190lp and serial number (B)(4) on the left breast implant and with gel low profile textured breast implants, catalog number 20610-190lp, serial number (B)(4) on the right breast implant on (B)(6) 2018. The patient had a history of bilateral breast ptosis and deformity following breast augmentation mastopexy. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported that the patient had undergone removal of breast implants on (B)(6) 2018. (B)(4).

Manufacturer narrative:
On 11/07/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection the device appears intact. No other anomalies were discovered. Since this product investigation is related only to an adverse event, is not possible to address any failure or damage to a patient injury. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the affected product is saline mentor smooth round moderate profile 150cc , the catalog number is 3501615, lot number is 5901569. (B)(4).

Manufacturer narrative:
On 09/25/2018, it was reported to mentor that the PMA number for the affected product is p990075. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On 09/29/2018, it was reported to mentor that the device history record (DHR) of lot number 5901569 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).